Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer sat on the pump and the touch screen became shattered and black, consequently not allowing the customer to interact with the pump. Customer's blood glucose was 150 mg/dl. Reportedly, customer reverted to manual injections for insulin therapy.